Manufacturer narrative:
(B)(4).

Event description:
Covidien rec'd a report that the n20 portable pulse oximeter is missing segments. The failure happened when the device was not being used on a patient.